Event description:
A patient located in the united states submitted a complaint (1368635) on (B)(6)2019. The complaint indicates that her firazyr shipment did not contain any needles for administration. The product carton is intended to contain a capped needle which is compatible with the pre-filled drug product syringe. The patient used an alternative needle which she had on hand, received her dose, and no patient injury was reported. The product sample has not yet been returned and no lot number was provided. As part of the complaint investigation, shire conducted a retrospective review of complaints since (B)(6)2017 and identified 2 other events (1358689, 1318471) for us distributed product in which the needle was missing from the carton. There was no patient injury in either event. In one of the events, the lot number (5970434) was provided. An investigation was performed by the contract packager (sharp, allentown, pa)and no related non-conformities or root cause were identified. The review identified a third event (1361366) for product distributed outside the us but was found to be unrelated. Based on current information, there is no indication that specific lots are further affected. However, shire has initiated a CAPA (1376034) to determine the root cause of the issue to prevent re-occurrence. The investigation is ongoing and the impact will be reevaluated as new information becomes available. Update ((B)(6)2019): shire visited contract packager (sharp, allentown, pa) on (B)(6) to further investigate this issue. At this time investigation did not identify any attributed or common root causes for the lot (5970434) which is the lot number identified in the complaint listed above. However, a systematic review of the process identified several preventative actions which will be implemented, including: master packaging record shall be updated to include inspection for the needle sleeve by an operator downstream of the step in which the needle is added. An additional job aid (storyboard) will be created for inspection of the needle sleeve to assure presence of needle cannula. Training shall be conducted for all operators on the importance of the needle in the kit and on principles of inspecting upstream operators work. Update ((B)(6)2019): one additional complaint (B)(4) was received in which the user reported that (B)(4) of (B)(4) product units received (5000015 - firazyr 30mg 3.0ml us single pk, lot 7554193) did not contain a needle. No adverse event was reported. This is a different lot than previously identified. This latest event pre-dates corrective actions identified in CAPA 1376034. A change control (ccr-d190522) has been initiated at the cmo (sharp) to implement the corrective actions prior to the next production of firazyr. Update ((B)(6)2019): the initial MDR was submitted for a missing component (needle) in the firazyr pack. This follow-up MDR communicates an additional complaint received for missing components. On (B)(6)/2019, one unit of firazyr (30mg/3ml, lot 06890134) was discovered by a customer/patient to be missing the plunger rod and backstop. This is the first report against this lot for missing components and this is the only complaint report against firazyr for missing plunger rod and backstop. Lot 06890134 is completely distributed and anticipated to be largely consumed. Takeda and our packaging supplier (sharp packaging corporation, (B)(4) have collaboratively evaluated the packaging process. Our packaging supplier is in the process of revising the master batch record and storyboard to incorporate corrective actions which will be implemented in the subsequent packaging runs. A summary of the corrective actions implemented for all missing components will be provided in a subsequent follow-up.

Event description:
A patient located in the united states submitted a complaint (B)(4) on january 9, 2019. The complaint indicates that her firazyr shipment did not contain any needles for administration. The product carton is intended to contain a capped needle which is compatible with the pre-filled drug product syringe. The patient used an alternative needle which she had on hand, received her dose, and no patient injury was reported. The product sample has not yet been returned and no lot number was provided. As part of the complaint investigation, shire conducted a retrospective review of complaints since january 2017 and identified 2 other events (B)(4) for us distributed product in which the needle was missing from the carton. There was no patient injury in either event. In one of the events, the lot number (5970434) was provided. An investigation was performed by the contract packager (sharp, allentown, pa)and no related non-conformities or root cause were identified. The review identified a third event (B)(4) for product distributed outside the us but was found to be unrelated. Based on current information, there is no indication that specific lots are further affected. However, shire has initiated a CAPA (1376034) to determine the root cause of the issue to prevent re-occurrence. The investigation is ongoing and the impact will be reevaluated as new information becomes available. Update: shire visited contract packager (sharp, allentown, pa) on march 6 to further investigate this issue. At this time investigation did not identify any attributed or common root causes for the lot (5970434) which is the lot number identified in the complaint listed above. However, a systematic review of the process identified several preventative actions which will be implemented, including: master packaging record shall be updated to include inspection for the needle sleeve by an operator downstream of the step in which the needle is added. An additional job aid (storyboard) will be created for inspection of the needle sleeve to assure presence of needle cannula. Training shall be conducted for all operators on the importance of the needle in the kit and on principles of inspecting upstream operators work.

Event description:
A patient located in the united states submitted a complaint (1368635) on january 9, 2019. The complaint indicates that her firazyr shipment did not contain any needles for administration. The product carton is intended to contain a capped needle which is compatible with the pre-filled drug product syringe. The patient used an alternative needle which she had on hand, received her dose, and no patient injury was reported. The product sample has not yet been returned and no lot number was provided. As part of the complaint investigation, shire conducted a retrospective review of complaints since january 2017 and identified 2 other events (1358689, 1318471) for us distributed product in which the needle was missing from the carton. There was no patient injury in either event. In one of the events, the lot number (5970434) was provided. An investigation was performed by the contract packager (sharp, allentown, pa)and no related non-conformities or root cause were identified. The review identified a third event (1361366) for product distributed outside the us but was found to be unrelated. Based on current information, there is no indication that specific lots are further affected. However, shire has initiated a CAPA (1376034) to determine the root cause of the issue to prevent re-occurrence. The investigation is ongoing and the impact will be reevaluated as new information becomes available. Update (05 apr 2019): shire visited contract packager (sharp, allentown, pa) on march 6 to further investigate this issue. At this time investigation did not identify any attributed or common root causes for the lot (5970434) which is the lot number identified in the complaint listed above. However, a systematic review of the process identified several preventative actions which will be implemented, including: master packaging record shall be updated to include inspection for the needle sleeve by an operator downstream of the step in which the needle is added. An additional job aid (storyboard) will be created for inspection of the needle sleeve to assure presence of needle cannula. Training shall be conducted for all operators on the importance of the needle in the kit and on principles of inspecting upstream operators work. Update (20 may 2019): one additional complaint (B)(4) was received in which the user reported that 2 of 3 product units received (5000015 - firazyr 30mg 3.0ml us single pk, lot 7554193) did not contain a needle. No adverse event was reported. This is a different lot than previously identified. This latest event pre-dates corrective actions identified in CAPA 1376034. A change control (ccr-d190522) has been initiated at the cmo (sharp) to implement the corrective actions prior to the next production of firazyr.

Event description:
A patient located in the united states submitted a complaint ((B)(4)) on (B)(6) 2019. The complaint indicates that her firazyr shipment did not contain any needles for administration. The product carton is intended to contain a capped needle which is compatible with the pre-filled drug product syringe. The patient used an alternative needle which she had on hand, received her dose, and no patient injury was reported. The product sample has not yet been returned and no lot number was provided. As part of the complaint investigation, shire conducted a retrospective review of complaints since (B)(6) 2017 and identified 2 other events ((B)(4)) for us distributed product in which the needle was missing from the carton. There was no patient injury in either event. In one of the events, the lot number (5970434) was provided. An investigation was performed by the contract packager (sharp, allentown, pa)and no related non-conformities or root cause were identified. The review identified a third event ((B)(4)) for product distributed outside the us but was found to be unrelated. Based on current information, there is no indication that specific lots are further affected. However, shire has initiated a CAPA ((B)(4)) to determine the root cause of the issue to prevent re-occurrence. The investigation is ongoing and the impact will be reevaluated as new information becomes available.

Event description:
A patient located in the united states submitted a complaint (1368635) on january 9, 2019. The complaint indicates that her firazyr shipment did not contain any needles for administration. The product carton is intended to contain a capped needle which is compatible with the pre-filled drug product syringe. The patient used an alternative needle which she had on hand, received her dose, and no patient injury was reported. The product sample has not yet been returned and no lot number was provided. As part of the complaint investigation, shire conducted a retrospective review of complaints since january 2017 and identified 2 other events (1358689, 1318471) for us distributed product in which the needle was missing from the carton. There was no patient injury in either event. In one of the events, the lot number (5970434) was provided. An investigation was performed by the contract packager (sharp, allentown, pa)and no related non-conformities or root cause were identified. The review identified a third event (1361366) for product distributed outside the us but was found to be unrelated. Based on current information, there is no indication that specific lots are further affected. However, shire has initiated a CAPA (1376034) to determine the root cause of the issue to prevent re-occurrence. The investigation is ongoing and the impact will be reevaluated as new information becomes available. Update (05 apr 2019): shire visited contract packager (sharp, allentown, pa) on march 6 to further investigate this issue. At this time investigation did not identify any attributed or common root causes for the lot (5970434) which is the lot number identified in the complaint listed above. However, a systematic review of the process identified several preventative actions which will be implemented, including: ¿ master packaging record shall be updated to include inspection for the needle sleeve by an operator downstream of the step in which the needle is added. ¿ an additional job aid (storyboard) will be created for inspection of the needle sleeve to assure presence of needle cannula. ¿ training shall be conducted for all operators on the importance of the needle in the kit and on principles of inspecting upstream operators work. Update (20 may 2019): one additional complaint (pr1403002) was received in which the user reported that 2 of 3 product units received (5000015 - firazyr 30mg 3.0ml us single pk, lot 7554193) did not contain a needle. No adverse event was reported. This is a different lot than previously identified. This latest event pre-dates corrective actions identified in CAPA 1376034. A change control (ccr-d190522) has been initiated at the cmo (sharp) to implement the corrective actions prior to the next production of firazyr. Update (10 jul 2019): the initial MDR was submitted for a missing component (needle) in the firazyr pack. This follow-up MDR communicates an additional complaint received for missing components. On 06/12/2019, one unit of firazyr (30mg/3ml, lot 06890134) was discovered by a customer/patient to be missing the plunger rod and backstop. This is the first report against this lot for missing components and this is the only complaint report against firazyr for missing plunger rod and backstop. Lot 06890134 is completely distributed and anticipated to be largely consumed. Takeda and our packaging supplier (sharp packaging corporation, 7451 keebler way, allentown, pa) have collaboratively evaluated the packaging process. Our packaging supplier is in the process of revising the master batch record and storyboard to incorporate corrective actions which will be implemented in the subsequent packaging runs. A summary of the corrective actions implemented for all missing components will be provided in a subsequent follow-up. Update (16 aug 2019): our packaging supplier (sharp packaging corporation) has completed the following corrective actions: 1. Revision of storyboards to ensure packaging and assembly activities are executed by an associate with verification by a separate individual on the packaging line to ensure all components are present. 2. Storyboards used in the execution of assembly and packaging operations have been revised to include detailed verbiage for the verification of components, including the presence of a needle within the carton sleeve. 3. The master batch record utilized for packaging was revised to tighten the aql process for the verification of the plunger rod, syringe, and needle. 4. Operators and quality associates at sharp packaging corporation involved in the packaging and assembly process utilizing approved storyboards and master batch records will be training as per sharp packaging corporation training procedures/process. This will be the final MDR follow-up as the appropriate corrective and preventive actions have been implemented.